Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump shut off. The customer's blood glucose was 4.1 mmol/l at the time of incident. The customer stated that the insulin pump would not turn on after several battery changes. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts or blank display anomalies noted during testing. No unexpected low battery alerts in the format history file. The power management graph was in specification. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area and severely peeled end cap address label.